Event description:
It was reported the customer received a no delivery alarm during an attempted bolus. Customer's blood glucose was 314 mg/dl when the alarm occurred. The customer's husband also stated, the customer only received .950 units out of the 3.0 unit bolus. The husband declined to troubleshoot. Customer was advised of a possible occlusion. The husband stated the customer's tubing was tangled up. Advised the customer the tangled tubing could result in a no delivery alarm. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.